Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 41 mg/dl. The customer did not hear their low sensor glucose alarm; however, an audio test was performed and the insulin pump passed. No further details were provided regarding the symptoms or treatments of the hypoglycemia. It is unknown if the auto mode feature was active and automatically adjusting insulin delivery at the time of event. Troubleshooting was declined for the hypoglycemia. The insulin pump was not returned for analysis.